Event description:
It was reported that pericardial effusion and subsequently death occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. A pericardial effusion was noted after the implant procedure, pericardiocentesis was performed and the patient was hospitalized until (B)(6) 2025 and then discharged. On (B)(6) 2026, the patient was admitted to the hospital for pneumonia and tachycardia. During the hospitalization, the patient passed away on (B)(6) 2026. The cause of death per the discharge summary by the intensive care unit (ICU) physician was disseminated intravascular coagulation (dic) due to acute chronic liver failure. It was further reported that during the procedure there were one (1) to three (3) recaptures of the closure device.

Manufacturer narrative:
B5. Describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion and subsequently death occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. A pericardial effusion was noted after the implant procedure, pericardiocentesis was performed and the patient was hospitalized until (B)(6) 2025 and then discharged. On (B)(6) 2026, the patient was admitted to the hospital for pneumonia and tachycardia. During the hospitalization, the patient passed away on (B)(6) 2026. The cause of death per the discharge summary by the intensive care unit (ICU) physician was disseminated intravascular coagulation (dic) due to acute chronic liver failure.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0036988442. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (tachycardia), pericardial effusion, (additional device required, hospitalization) and death (liver failure, disseminated intravascular coagulation). Risk review: a risk review was completed and confirmed that the events of arrhythmia, pericardial effusion, and death (liver failure, disseminated intravascular coagulation) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion and subsequently death occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. A pericardial effusion was noted after the implant procedure, pericardiocentesis was performed and the patient was hospitalized until (B)(6) 2025 and then discharged. On (B)(6) 2026, the patient was admitted to the hospital for pneumonia and tachycardia. During the hospitalization, the patient passed away on (B)(6) 2026. The cause of death per the discharge summary by the intensive care unit (ICU) physician was disseminated intravascular coagulation (dic) due to acute chronic liver failure. It was further reported that during the procedure there were one (1) to three (3) recaptures of the closure device.